Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get her programmer to work as they kept getting the ¿charge neurostimulator battery¿ warning screen. Patient services reviewed the meaning and instructed the patient to recharge their implant. The patient stated that two or three days ago (august 2017), they recharged their implant overnight and it didn't do anything. It was reviewed that they likely lost connection and the recharger stopped charging their implant. It was reviewed that they needed to recharge to at least (B)(4) percent until they could turn their stimulation back on. The patient stated that they were in so much pain and couldn't walk because they didn't feel stimulation. It was reported that the pain occurred two or three days ago as well. It was recommended that they recharge their implant so that they can turn it back on and to follow-up with their doctor to discuss their symptoms. No further complications were reported/anticipated.